Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of nonunion and breakage of the implant could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿trauma and orthopaedics department, (B)(6) university hospitals nhs foundation trust, united kingdom¿. The title of this report is ¿risk factors for nonunion after first metatarsophalangeal joint arthrodesis with a dorsal locking plate and compression screw construct: correction of hallux valgus is key¿, published on may 10, 2021. Which is associated with the stryker ¿anchorage plating system¿. The article can be found at https://doi.org/10.1053/j.jfas.2020.12.007. This report includes an analysis of the clinical data that was collected on 165 patients. The cases in this study range from (B)(6) 2014 and (B)(6) 2019. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced nonunion and breakage of the arthrodesis anchorage cp plate.